Manufacturer narrative:
The device was not returned for evaluation and the lot number of the device used was unknown; however, sterilization records for lots shipped to the account 6 months prior to the event were reviewed. A review of the user facility's order history revealed that the customer orders approximately 60-160 units per month; therefore, the review was limited to 6 months. Sterilization records for all potential suspect lots (lot f1529403, f1530601, f1534908, f1601302, f1602504, f1604201, f165602, f1607102, f1608104 and f1610402) were evaluated and confirmed that all lots were terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product met sterilization and bacterial endotoxin specifications prior to being released for commercial use. A clinical evaluation of the event was performed with the following findings. The infection occurred 1.5 months post-procedure. While it was reported that right femoral access site was "successfully closed with a mynx," risk of late bleeds continues to exist, especially if post-care instructions are not followed. Full pathogenesis of the infection cannot be determined; however, hematoma of the femoral region is the most important risk factor for wound infection after cardiac catheterization (am j roentgenol 1988; 129: 403-7). As the mynx sealant had reportedly been found in the subcutaneous abscess, this may indicate late failure of the closure procedure. The pathology report showed numerous neutrophils, a piece of inflamed granulation tissue, and possible foreign material was noted in the background, confirming infection, necrosis (pus), and suggests presence of mynx sealant. The bioreabsorption of the mynx sealant is believed to be carried out predominantly by cellular path (srivatsa et al. J invasive cardiol 2015;27(2):121-127), and, to a lesser degree through humoral factors. While the mynx sealant is shown to be fully resorbed in 30 days under uncomplicated closure conditions, presence of necrosis (diminished presence of healthy, sealant-reabsorbing macrophages, and other cells) and low ph would significantly slowdown bioreabsorption and hydrolysis of the mynx sealant, likely contributing to the presence of sealant in the wound beyond 30 days. No product damage was reported prior to use that may have compromised the sterile barrier. Wound culture at groin showed light growth of normal skin flora with moderate growth of streptococcus group f beta hemolytic (a), commonly seen in groin abscesses. The blood culture was negative, indicating contamination by the device during deployment was unlikely. The urine culture showed 1,000 cfu/ml enterococcus (strep) faecalis (a). It was reported that the patient had a history of diabetes and smoking, which may have placed the patient at greater risk for infection. Additionally, prophylactic antibiotic treatment was not given prior to the procedure (suggesting that infection was a low-risk in this particular patient). It was also reported that tegaderm was left on until day 2 post-procedure then removed for showering with soap and water. The patient was instructed to keep the area dry. Per the mynx patient brochure, patients are instructed to "re-apply a clean, dry band-aid every day for five days or until a scab has formed at the site." If the area was not kept clean and covered, the patient may have been more susceptible to developing an infection at the access site. Although the infection was not likely caused by the mynx device, infection is an expected complication associated with the use of the mynxgrip vascular closure device. Additionally, per the mynx instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, and inflammation. Based on the reported information and the investigation performed, there is no evidence of product contamination that may have caused or contributed to the reported event. Although the infection was more likely related to patient risk factors and pre or post procedural care, infection is an expected complication associated with the use of the mynxgrip vascular closure device and procedure. This risk is documented on the mynx instructions for use (IFU). Per the mynx instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, and inflammation. UDI number di number: (B)(4). Note: pi number is unknown as the lot number was not provided. No prophylactic antibiotics were given prior to the catheterization procedure.

Event description:
It was reported that after the mynxgrip vascular closure device was successfully used for right femoral arterial closure following an emergent left heart catheterization and percutaneous coronary interventional procedure, the patient developed a large abscess in the right groin manifested by draining pus, low grade fever, chills and tachycardia. The mynx device was kept stored in a box prior to use and there was no evidence of damage to the outer packaging prior to use. The procedure was performed inpatient under local anesthesia in the cardiac catheterization laboratory. Following closure, the site was dressed with tegaderm. On day 2 post procedure, the patient was told to remove the tegaderm and shower with soap and water, but to keep the area dry. The patient was up and walking around during inpatient stay. The patient remained hospitalized for a total of 3 days and then discharged home. About 1.5 months after the closure, the patient developed the abscess and was readmitted to the hospital. A surgeon was consulted and the patient was brought to the operating room for irrigation and debridement of the right groin. Surgical findings revealed that the sealant was retained in the subcutaneous abscess, but did not appear to track to the artery itself. The retained sealant was surgically removed. The patient remained hospitalized for 6 days and then was discharged to a transitional care facility. Patient outcome was requested, but not reported.